Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" will handle the service call/incident. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen malfunctioned. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.